Event description:
Additional information added on 2/11/2026 for report mw5179291 to create follow-up 1. This is supplementary information about a problem previously reported. This relates to avoidable harm due to cannula dislodgment during cataract surgery resulting in avoidable harm. Some viscoelastic suppliers are using a device with a screw cap which encourages the user to re-sheath the cannula. This risks cannula tip touch resulting in damage to the tip and also potential contamination. Damage to the tip can result in rupture of the posterior capsule and visual loss. Contamination of the tip can result in endophthalmitis/infection and toxic anterior segment syndrome. This concern has been endorsed by the antiseptic non touch technique (antt) team, the internationally accepted surgical asepsis standard. If the screw cap is used then the manufacturers need to supply a device to keep finger tips away from the cannula tip or use a method which does not encourage resheathing of cannulas/needles which is dangerous practice. I believe that the FDA should look into this as there are alternative solutions and current devices are not fit for purpose/increase the risk of harm to patients. Ref report: mw5183740.

Event description:
Additional information added on 6/5/2026 for report mw5179291 to create follow-up 2. Further to my patient safety submission concerning cannula detachment during intraocular surgery (ref c260003) and my supplementary note on the iso 80369 small-bore connector precedent, I write to draw the FDA's attention to a relevant peer-reviewed publication that appeared this week. In jama ophthalmology (woreta, agrawal and schein, published online 4 june 2026), three authors from the wilmer eye institute, johns hopkins, writing on behalf of the academic ocular safety consortium -- a voluntary group of seven us academic eye institutes including bascom palmer, the cleveland clinic cole eye institute, duke, massachusetts eye and ear, the kellogg eye center, wills eye hospital and wilmer - set out the same patient safety concern I raised with the FDA. They report at least 16 cases of cannula detachment associated with ocular damage across the consortium, while explicitly noting that this excludes unreported cases and nearmisses. Two features are directly relevant to the FDA's consideration. First, the authors conclude that education, protocols and reinforcement, being human-dependent, sit low in the recognised hierarchy of harm prevention, and that a system-level engineered solution is required - drawing the analogy to automatic safety mechanisms such as airbags and alarms. Second, they make an explicit call to industry to prioritise safety in cannula-syringe design and to collaborate on safer products. I raise this because it is independent of me and of any commercial interest, originates from among the most senior academic ophthalmology centres in the united states, and reinforces each element of my submission: that the failure mode is real and recurring, that it is materially underreported, and that a regulatory and industry response is warranted. Https://jamanetwork.com/journals/jamaophthalmology/fullarticle/2849882? Guestaccesskey=ecfb8001-bc5d-4ead-9387- 9e5e50217019&utm_medium=email&utm_source=postup_jn&utm_campaign=article_alertjamaophthalmology& utm_content=olf-tfl_&utm_term=060426. I would be grateful if you could forward the attached to the appropriate department investigating this issue as you can see from the attached there are significant costs to the health economy in the us of the safety issue I raised furthermore, there is a screw cap which is being used which introduces unacceptable risks of cannula tip touch with the risk of infection and/or toxic anterior segment syndrome. Antt, the internationally accepted standard for surgical asepsis has confirmed the concern (attached). I would be grateful if you could put me in touch with the department investigating the safety concern. There are potentially 17,500 cases of avoidable harm/visual loss in the us every year so I believe this to be a serious issue which warrants investigation and FDA intervention.

Event description:
Cataract surgery is one of the most commonly carried out operations in the us. The use of luer lock syringes is standard practice to prevent cannula dislodgment. The cannula shoots off the end of the syringe into the eye at high velocity resulting in visual loss or blindness in what should be a routine procedure. A recent survey (1) showed 84% had experienced dislocation of the cannula during an intraocular procedure. 78% of had seen episodes of harm due to this complication. 50% indicated that the last time a cannula dislocation occurred there was ocular damage. 23% indicated that this occurred once a year, in 38% it occurred twice per year, 16% said that it occurred 3 times per year & 7% stated that it occurred 4 or more times a year. 87% felt that better cannula design or a safety device was needed. The problem has been reported extensively in the literature (2-11) and has been the subject of two recent safety alerts by the rcophth/ukiscrs in the UK. Cannula detachment is a well-recognised unaddressed safety issue which can result in blindness or even loss of the eye (2-11). Estimates of incidence vary at between 0.009% (2) to 0.07% (3). The consequences can be blinding and it is completely avoidable and indefensible. The "2022 physician specialty data report" (13) from the aam suggests that there are almost 20,000 ophthalmologists in the USA. If 22.95% of these surgeons experience a cannula dislocation once per year then it occurs 4590 times per year. If we include the numbers for those where it occurs even more frequently then this is occurring an estimated 34,894 times per year. If we accept that in 50% of cases harm is seen then avoidable ocular harm/visual loss is occurring in almost 17,000 cases across the us. Some viscoelastic suppliers have adopted a screw cap that goes over the cannula and screws to the body of the syringe but this solution has inherent safety issues in itself. It is well established that you should not re-sheath a needle or a cannula and that is what the screw cap encourages. The aseptic non-touch technique (antt), is an international standard in use that prevents infection during clinical procedures by ensuring that key parts are protected. It clearly states that the key parts, and the tip of the cannula which is introduced into the eye is clearly one of them, should not be touched even with a gloved hand. Touch carries the risk of a "cannula-stick" injury but also the risk of endophthalmitis and toxic anterior segment syndrome (tass). Tass incidence is 0.14% after cataract surgery meaning 5600 cases per year in the us. Another issue with the use of the screw cap is that the cannula tip inevitably makes contact with the inner surface of the screw cap as the scrub practitioner attempts to "thread the needle". We know that if metallic intraocular devices have any sharp or rough edges, which may be only visible under high mag, then there is a risk of causing a posterior capsule rupture (13). The viscoelastic companies and the cataract surgery consumable providers are providing devices (luer lock syringes) with a known flaw and well-established sight threatening safety risk and hence my report to the FDA. I believe that the FDA should mandate that scrub practitioners should apply the screw cap (when available) with another device or using forceps to prevent the risk of cannula tip touch and contamination. The risk of damage to the tip continues and therefore the screw cap solution is not ideal and its use should be discouraged. I believe the FDA should consider recommending that if the screw cap in used it should not be applied by hand as it theoretically increases risk of endophthalmitis/tass. I believe that FDA should insist that manufacturers provide a safety device.